Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The pt stated, that she began use of her infusion device on the day prior to the report. In 2007, she stated that she awoke in the morning to a blood glucose reading of "over 300 (mg/dl)". She reported that her symptom of elevated blood glucose was feeling thirsty. She reported that the blood glucose range recommended by her physician was 80-120 mg/dl. During troubleshooting with a company rep, it was determined that she had not been properly programming insulin boluses as described in product labeling, thus she was not receiving the insulin volume she anticipated. She was educated regarding the programming and delivery of boluses, as well as how to verify insulin delivery using the bolus history. She disconnected from her infusion device temporarily and practiced the steps of the procedure to reinforce them. Her elevated blood glucose level was corrected by administering insulin by injection. Five days later, she reported that the device was functioning properly and no additional bolus-related concerns were noted. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.